Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by customer that upon inserting this PICC, some resistance was felt so PICC rn pulled PICC out and the gold tip of the wire came off and was lodged in patient's tissue. Patient had wire in soft tissue (not vein) and user could not place PICC. Additional info received: a vascular surgeon and interventional radiologist reviewed the xrays and both stated the risk/benefit analysis did not justify removing the piece at this time.

Event description:
It was reported by customer that upon inserting this PICC, some resistance was felt so PICC rn pulled PICC out and the gold tip of the wire came off and was lodged in patient's tissue. Patient had wire in soft tissue (not vein) and user could not place PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.